Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial lead was capped successfully due to fracture and insulation anomaly on (B)(6) 2016. No additional information had been provided.